Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient up with a lot of discomfort where the implant was. They have difficulty to move around. Patient was complaining of heat at implant site and that it was very hot to touch. Patient did not report having any falls. Patient was advised to seek medical attention. Patient stated that they have called clinic and are waiting for a response. Patient will follow up with healthcare professional (hcp). Patient further reported that they are shutting device off as they still feeling warm and hot as well as when changing programs feeling tingling down leg and at lead site. Not anywhere near bladder.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: unknown, UDI#: unknown g2: country (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.